Manufacturer narrative:
Unk. Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (B)(4). Claim # (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a cq2015a three-piece implantable collamer lens, +25.0 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 because of a lens tear. The reporter stated that the lens did not load correctly. There is no additional information at this time.